Manufacturer narrative:
A boston scientific field representative reported that following a physician consultation, the device remained implanted with tachycardia therapies programmed off, and a scheduled lead revision was cancelled. The patient does not require pacing therapies. The patient had not withdrawn her request for device explant, and the representative did not know how or when the issue would next be addressed. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from the patient with this implanted device that the tachycardia therapies were programmed off after the delivery of inappropriate shocks. During the follow-up device interrogation, noise was observed in episode data, and the noise could be re-created clinically with arm movements across the chest. The patient's physician subsequently ordered the programming off of the tachycardia therapies. The patient reported the device originally was implanted after a work-related diving incident where her airway shut down and her heart rate slowed; the patient questioned why the device would need to remain implanted if it was programmed off, and expressed that she wanted the device explanted. A boston scientific patient services consultant (ps) discussed that the device was implanted based on the patient's medical needs, and that the patient would need to discuss next steps with her physician.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
To date, the device and/or rv defibrillation lead have not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient contacted patient services to ask about any advisories on the device or lead. The patient's device history is significant for delivery of inappropriate shocks that the physician suspects is being caused by the implanted right ventricular (rv) lead. Patient services was informed that the patient has been scheduled for an invasive procedure.

Event description:
Boston scientific received information from the local representative that the device and lead system were explanted in (B)(6) 2012 with no boston scientific representative present during the procedure. According to the local representative, a replacement system was not implanted as requested by the patient. There were no reported adverse events during or following the procedure. To date, the device has not been received at boston scientific's return products department.

Event description:
Boston scientific received a copy of the user-facility medwatch report ((B)(4)) that this patient reported discomfort with arm motions and pain surrounding the device in (B)(6) 2011. The patient reported delivery of shock therapy when the patient's left arm was outstretched. The patient was hospitalized at that time and investigation revealed an insulation disconformity of the rv defibrillation lead. The patient was evaluated for a lead revision procedure, however, the patient refused further intervention and requested removal of the entire implanted system. At the last in-clinic follow-up, it was noted that the tachycardia mode had been programmed off since (B)(6) 2011. The bradycardia features remained programmed on at vvi 40 bpm. Additionally, the in-clinic follow-up observed significant electrogram noise on the rv defibrillation lead resulting in oversensing and low rv pacing impedance due to a primary lead insulation issue.

Event description:
Subsequently, boston scientific received information that this device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, high powered microscopic visual inspection of the lead barrels and header of the device identified no irregularities. All of the seal plugs and all of the set screws functioned normally. There were no holes in any of the header seal plugs. There was a slight amount of body fluid contamination in the lead barrels. Laboratory analysis concluded that the right ventricular (rv) lead had been fully inserted into the lead barrel and had remained fully advanced into the barrel throughout the implant life of the device. The rv lead barrel dimensions were found to be within design specifications. Analysis of the device memory confirmed that therapy was available and the device was functioning normally at the time of the explant. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.